Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor air/water supply. No patient harm was reported with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found that the nozzle was clogged with foreign matter. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, the adhesive on bending section cover rubber had a crack, the plastic distal end cover was dirty, damage or deformation due to physical stress (caused by handling), the connecting tube had a scratch and a wrinkle, the protector of universal cord on scope connector side had a scratch, switches 2 and 3 had a scratch and switch 4 had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] -inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] -inspection of the spray valve function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image" olympus will continue to monitor field performance for this device.